Event description:
During a low anterior resection procedure, the staples were in open shape or closed in an anarchic way. Staples were delivered and they fell into the pt. Manual anastomosis was used to complete the procedure and the procedure was extended to 4 hours.